Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their battery was not working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spinal pain. It was reported that the implant site was itchy and painful for the patient. The patient reported that the implant was not charging as well as it should be and was not keeping a charge as it should. It was later reported that the ins was not charging. The patient stated that they last felt stimulation 3 weeks ago and the last time they charged their ins was ¿a while ago.¿ the patient planned to meet with a manufacturer representative. No further complications are anticipated.